Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. A full technical evaluation was completed for the device in accordance with the original equipment manufacturer specification. When functional tests were carried out, the issue of no image was not duplicated. All other control points according to the guideline related to this product appeared normal and revealed no weaknesses or lack of functionality. This device was repaired in june 2021 for pierced cable unit which was replaced. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded no image during preparation for use. The set up was completed with another device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device